Manufacturer narrative:
Date sent to the FDA: 03/22/2021. Additional h6 component code: g07002 ¿ device not returned. The following information was requested, but unavailable: was there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qemkbm / vcp602hcn31, and no non-conformances related to the reported complaint condition were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m. Note: events reported via mw # 2210968-2021-01598.

Event description:
It was reported that the patient underwent right indirect inguinal surgery on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle when sewing the abdominal cavity. Changed to another device to continue the surgery. There were no adverse patient consequences reported. No additional information could be provided.